Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had slow performance. It was also indicated that there was an error in the software logs. It was also indicated that the programmer would not connect to the software distribution network to update software. The programmer's software was reloaded and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer operation was extremely sluggish. The programmer had been put into hibernation which helped but the programmer was still very sluggish. It was also reported the programmer was slow loading vision applications. There were also problems recognizing ethernet connection. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.